Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and wall adapter no longer charge the pump. The customer's blood glucose level was 120 mg/dl. Reportedly the customer used a different usb cable and adapter and was able to charge the pump successfully.